Event description:
It was reported by the patient that they have been feeling a little rough lately. Follow up with clinic determined the patient had been seen since the initial report and that the physician will continue to monitor the patient but suggested that a new device would be beneficial and help the patient's symptoms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.